Event description:
It was reported that arctic sun device was making noises and the flow was still not perfect (6.4 instead of 7.0). Per additional information received via follow-up on 28oct2022, there was no patient involvement.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was unable to be isolated as the reported issue was not duplicated during evaluation. The device was evaluated and the reported issue was unconfirmed as the issue was not duplicated during testing. No repairs were made. It was also reported that arctic sun device was making noises due to the chiller pump. Chiller pump was replaced. Device passed all tests and is ready to use. DHR review is not required as the reported issue was unconfirmed and not a manufacturing or supplier related failure. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that arctic sun device was making noises and the flow was still not perfect (6.4 instead of 7.0). Per additional information received via follow-up on 28oct2022, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.